Manufacturer narrative:
The device was not returned for analysis. The lot history and similar complaint review was not performed because this complaint was based on an article review and no device/lot information was provided. Based on the information provided and the returned device analysis the reported difficult to remove is the result of patient conditions. The mitral stenosis is the result of procedural conditions. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Article title: transcatheter mitral valve repair following ring annuloplasty: technical challenges and the role of invasive hemodynamics.

Event description:
This is filed to report mitral stenosis and clip entanglement. It was reported through a research article that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4 and a mean pressure gradient of 5mmhg. Prior to the procedure, it was noted that patient had heart failure symptoms and an implanted annuloplasty ring. An xt clip was inserted and advanced under the valve; however, after the clip was opened, the grippers became caught on the implanted annuloplasty ring. The grippers were able to be removed from the implanted ring and the clip was successfully implanted. However, after implanting the clip, the mean pressure gradient increased to 7mmhg. Mr decreased to a grade of 2. No additional clips were implanted.